Manufacturer narrative:
The field service engineer verified the analyzer operation and no problems were found. The sample in question had material on the side wall of the tube and bubbles were present. The sample was transferred to a sample cup and repeated with no issues. The customer ran controls and these were acceptable. The last calibration performed on 25-sep-2019 was acceptable. Quality controls were acceptable on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample (cerebrospinal fluid) tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The sample initially resulted with a glucose value of 0 mg/dl and was automatically repeated, resulting with a value of 0 mg/dl. The 0 mg/dl value was reported outside of the laboratory. The sample was repeated on a siemens analyzer, resulting with a value of 54 mg/dl. The 54 mg/dl value was believed to be correct. The glucose reagent lot number is 41464901, with an expiration date of 31-aug-2020.